Event description:
It was reported that the right atrial (ra) lead and the right ventricular (rv) lead were potentially fractured. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: ddmb1d4, ICD, date of implant: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.